Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime alarm test due to detached end cap.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out. The insulin pump was returned for analysis.